Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal unknown baclofen 2000 mcg/ml (dose 950 to 700 mcg/day) via an implanted pump. The type of baclofen was unknown and the lot number and other medications the patient was taking at the time of the event were unable to be obtained. Indications for use (IFU) were listed as cerebral palsy (cp) and intractable spasticity. The patient's medical history included severe spastic quadriplegia due to cp. The patient was having a planned replacement of the intrathecal baclofen pump. It was noted cerebrospinal fluid (csf) was not easily aspirated from the catheter. Exploration at the back incision showed brisk flow of csf when the catheter was cut close to the exit from the fascia. A new pump portion of catheter was placed and there was brisk flow of csf at the pump connector. After the case, the patient's mom (patient is nonverbal) reported incidences over the last 2-3 years that have "made her worry the pump wasn't working right" with periods of increased spasticity and periods of extreme sleepiness. A planned pump replacement is how the issue was identified. Diagnostics/troubleshooting performed included catheter aspiration that was not normal. A new pump portion was placed and spliced to existing functional spinal catheter. The spinal portion was not replaced. It was unknown if the issue was resolved at the time of this report and the patient's status was alive-no injury. The reporter wanted the catheter to be carefully analyzed at bend points for cracks or occlusion for more data on these very old catheters and how they perform long term. The patient had a complete spine fusion and bone mass. The patient had her spine fused for neurogenic scoliosis very common for cp patients. The spine was straightened with rods and screws from thoracic one to the sacrum and then bone replacement product was laid on top of that to create a bony fusion. The catheter travels in the path of that surgery. There were no complaints or events reported during her fusion. No other troubleshooting was done. The patient was sleepy and hypotonic post-operative. The dose was further reduced to 500mcg/day about 50% less than at initial surgery. The patient responded and was discharged home.